Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had not used her pump for a couple of months. Customer started using it again this morning. Customer stated that the pump restarted itself. Customer took out the battery and the same thing happened again. Customer switched to another pump. Customer had a reset alarm and was able to get the pump through the fill tubing process. Customer's blood glucose level was 170 mg/dl. Customer stated that her act button is not responding as it should. Customer does not remember the pump being exposed to water other than rain. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.